Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing pauses. No capture is noted on the right ventricular (rv) lead. Undersensing and diminished sensing were noted on the right atrial (ra) lead. Reprogramming is planned. The leads remain in use. No further patient complications have been reported as a result of this event.